Event description:
A customer contacted beckman coulter inc. (Bci) to report that a considerable amount of substrate was spilled on the skin when the customer was trying to change access substrate bottle. There was no report of contact with mucous membranes. There was no report of injury and the user did not seek medical attention.

Manufacturer narrative:
Bci has attempted to contact the customer to follow-up regarding ppe use and the current condition, but the customer has not been available to date. A definitive root cause for this event has not been determined to date.